Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter failed a control solution test low. The patient tests her blood glucose 3-4 times a day. She takes glucophage, an oral medication for diabetes. The patient indicated that the alleged meter issue started on the same day, at 7:30 am. The patient reported a control solution result of "minus 22". The control range was "96-128 mg/dl". The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the reported issue began, the patient developed symptoms of feeling light-headed, shaky, and weak. The patient denied receiving medical intervention and was not tested on another device during the time of concern. It would have been helpful to know the following information: what the patient's last successful blood glucose reading was from the reported meter, when the result was obtained, what actions the patient took after performing the control solution test, what time the symptoms developed, what actions the patient took before, during, and after the symptoms started. In addition, it would have been helpful to know the patient's medication and diabetes regimens, if the patient made any changes to the regimens because of the alleged issue, when the patient tests her blood glucose during the day. If the patient modified her eating habits/schedule as a result of the meter issue, if the patient noticed any missing segments on the meter, if the patient obtained any blood glucose readings with a "minus" symbol, and how long the patient was using the expired reagents for. The patient admitted that the reported control solution and test strips were expired. The meter, test strips, and control solution were replaced. Although the patient did not make any allegations related to blood glucose results, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. Based on the provided information, it is not clear as to what actions the patient took in response to the meter issue and before she developed the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.